Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical products: 00641802801 60083056 al fm hd 28 x -3.5mm (12/14); 65640005422 60077934 ab hatcp cluster shell 54 mm; 00640502802 60115208 alumina insert 48_54 x 28 mm; 65802601300 60067006 femoral stem porous 12/14 neck taper cementless large. Report source: foreign country: (B)(6). Reported event was confirmed by review of medical records and radiographs received. Review of the medical records identified the patient underwent a right total hip arthroplasty due to advanced coxarthosis. Zimmer biomet products were implanted without complications. The patient later underwent a revision procedure due to fractured femoral head. The patient had severe pain after bending down and twisting, and was presented to the emergency room. During the procedure, massive ossification and osteophytes were debrided from behind the cup. The ceramic head was fractured. No other findings/ complications were noted. Review of the radiographs identified the fracture and displacement of the right hip arthroplasty femoral head. No further evaluation could be performed with the provided images. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00132.

Event description:
It was reported patient underwent initial right total hip arthroplasty performed. While at home, the patient bent down and twisted for an object resulting in severe pain. Upon exam in the emergency department, the patient was diagnosed with a fracture of the ceramic femoral head. Subsequently, the patient was revised approximately 16 years post implantation. During the procedure, massive ossification and osteophytes were debrided from behind the cup.